Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the needle did not release from the serter. Customer also reported that the sensors did not function properly and were dead. Customer reported that there were no alarms or alerts returned to notify her that the sensors were not working. Blood glucose level was 125 mg/dl at the time of the call. No further information was provided.